Event description:
Heartmate 2 left ventricular assist device (lvad) patient implanted 6 months prior at another lvad center, presents with recurrent gastrointestinal (gi) bleeding at this center. Patient has already experienced 3 hospitalizations for gi bleeding at his other center. Now presents with hemoglobin 5.0 in setting of international normalized ratio (inr) 3.9, despite, no aspirin therapy, + ppi, + pulsatility, and octreotide 20 three times per day (tid). Three units of blood were transfused. Endoscopic evaluation included egd which was normal. Heparin to coumadin bridge was completed prior to discharge with reduced inr goal 1.8-2.2; octreotide was increased to 50 tid.